Manufacturer narrative:
Siemens became aware of the reported event on june 19, 2015 and this MDR is being mailed on july 10, 2015. Investigation is on-going and a supplement report will be submitted upon completion.

Event description:
Siemens was notified on june 19, 2015 that during an imrt treatment after 6:00 a. M. The artiste interrupted the beam with no interlocks. Reportedly, an error message appeared on the therapist monitor and the customer clicked "ok" in the message, downloaded the treatment plan again, which prompted the customer to choose either "start new treatment" or "continue the last" and the parameters were downloaded to the artiste monitor. The gantry then moved to the next angle without user interaction and the table top, which was in the correct position according to the actual treatment plan, moved to the original position of the first day of treatment before corrections by couch copy in other treatment days were applied. The different between the actual table position at that time and the first day of treatment was 6.0 cm. There is no report of mistreatment or injury to a pt. This reported issue occurred in (B)(6).